Event description:
It was reported that the patient presented in backup vvi mode. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.